Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, co2 was leaking from the cannula where the scope is inserted on the vaso view hemopro. A replacement device was used to complete the procedure. The hosp did not report any pt effects.